Manufacturer narrative:
The device was unable to be repaired. The device was not serviced or evaluated by stryker, and therefore the reported issue was not verified or duplicated, and the root cause was not determined.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker advice customer to take this device out of service. The cause of the reported issue could not be determined. H3 other text : device not returned.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.  There was no patient use associated with the reported event.